Event description:
The iab was inserted into the patient on 9/4/97 at 10:00 a.m. The iab was a percutaneous insertion into a dacron graft. The patient had a previous fempop by pass surgery. On 9/5/97 after iabp for over 22 hours, the doctor had extreme difficulty trying to remove the iab from the patient. The patient had poor pulses and the pt's leg was mottled. On 12/8/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: poor pulses/leg was mottled - reported) 12/1/97. (Pt's current status: discharged - rpt'd 12/1/97)